Event description:
It was reported that before the surgery, during a check, the scrub nurse noted that the oscillating saw attachment's pins were broken. No delay in the surgery. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.